Event description:
Note: this report pertains to the one of two resolution 360 clip devices used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure for polypectomy performed on an unknown date. During the procedure, when the clip was attempted to be deployed, it would not separate from the catheter. The same problem happened on the second clip. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the date of the event was approximated to (B)(6) 2024 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of the clip that would not separate from the catheter.